Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. After pvi, blood pressure decreased during mapping with a pentaray catheter because of gap formation, and pericardial effusion was confirmed by body surface echo. Although drainage was performed, hemostasis was not achieved, and a thoracotomy operation was performed by cardiac surgery. The site of bleeding was unknown, but the bleeding stopped spontaneously. The day of discharge was extended and it was hospitalized at the cardiac surgery department. The physician commented that although there was no discomfort with the product, the respiratory condition was not stable, and the operation was uncomfortable during ablation of the posterior wall of the left atrium and right pulmonary vein. This adverse event was discovered during use of biosense webster products; during mapping phase. Patient¿s outcome from the adverse event was reported as improved. The patient required extended hospitalization because of the adverse event. Prior to noting the cardiac tamponade, ablation had already been performed. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
It was reported that an 83-year-old female patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. After pvi, blood pressure decreased during mapping with a pentaray catheter because of gap formation, and pericardial effusion was confirmed by body surface echo. Although drainage was performed, hemostasis was not achieved, and a thoracotomy operation was performed by cardiac surgery. Patient¿s outcome from the adverse event was reported as improved. The patient required extended hospitalization because of the adverse event. No error messages observed on biosense webster equipment during the procedure. Device evaluation details: on 23-sep-2021, the product was returned to biosense webster for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that it is important to carefully follow the power titration procedure as specified in the instructions for use. Too rapid an increase in power during ablation may lead to perforation caused by steam pop. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).